Event description:
This case was reported by a lawyer and described the occurrence of nerve damage in a male pt who used poligrip (formulation unk) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used poligrip at unk dosing. At an unk time after using poligrip, the pt experienced nerve damage. At the time of reporting, the outcome of the event was unk. F/u info was received on (B)(6) 2010 via medical records. This case has been upgraded and assessed by gsk as being medically serious. On (B)(6) 2008, the pt's differential diagnoses included peripheral neuropathy. On (B)(6) 2008, it was reported the pt had an electromyography (on (B)(6) 2008) of both the upper and lower extremities which suggested severe sensory polyneuropathy. On (B)(6) 2008, nerve conduction studies and electromyography showed a normal study of the right lower extremity and left lower extremity. On (B)(6) 2010, the pt's copper level was 0.67 (normal 0.75 to 1.45 mcg/ml) and zinc level was 1.29 (normal 0.66 to 1.10 mcg/ml). From (B)(6) 2010, during neurology visits, the pt's copper level was 0.94, zinc level was 0.73, ceruloplasmin 20.2, and 24 hour urine copper all normal. The 24 hour urine zinc was elevated at 1713 (normal 300 to 600). The magnetic resonance imaging (MRI) of the cervical and thoracic spine showed diffuse posterior t2 signal in the cervical cord, less than the previous outside scan of (B)(6) 2008, and equivocal in the upper thoracic cord. There was no abnormal enhancement and the findings were suggestive of subacute combined degeneration although it could also fit with copper deficiency myelopathy. There was mild stenosis at c3/4 cord level due to a prominent disc/osteophyte complex and moderate to severe left c3/4 neural foramen stenosis. The pt's final diagnoses included: progressive myelopathy (starting in 2008), history of cervical compressive myelopathy/status post fusion in 2003, history of bilateral carpal tunnel syndrome/status post surgical repair, documented low copper and high zinc, and oligoclonal bands times two and elevated cerebrospinal (csf) protein. The pt first had symptoms in 2003, with bilateral hand and finger tingling that woke him at night. It then progressed to occur during the daytime and slowly migrated past the elbows to the arms. This was a pins and needles type of sensation associated with fixed numbness and hand weakness. MRI of cervical spine demonstrated multilevel cervical cord compression. In 2003, he underwent cervical spine fusion at c5 to 7 levels with 100 percent improvement in symptoms. The pt had recurrence of symptoms in the arms that then proved to be due to carpal tunnel syndrome that resolved post-surgery. The pt remained symptom free until the (B)(6) of 2008. At this time, he developed recurrence of hand and arm tingling associated with new bilateral tingling of the soles of the feet that gradually progressed over 3 months to ascend to the feet, ankles, legs, hips, and groin. It ascended beyond this up to the umbilical level with on and off sensory symptoms at this level. There was a permanent "woody" numbness of the legs, like novocaine wearing off. He reported a sensation like ants crawling over his legs that was unpleasant, but not painful. His legs became weak, especially in the last six to nine months, and there had been worsening gait requiring the use of a cane and several falls almost monthly. The pt had erectile dysfunction and was unable to achieve an erection. He reported occasional dysphagia for solids and occasional tongue thickness where his speech was occasionally slurred. In recent months, the pt developed severe right lower back pain, which he thought might be attributed to the change in gait. Electromyography (emg) performed of upper and lower limbs three times, was normal. The pt used poligrip for dentures since 1994. In (B)(6) 2009, the pt found out poligrip was taken off the market. He then went on the internet to research the reason for this and found out it was due to poligrip having high zinc levels. In 2009, the pt had repeat neuraxis imaging that showed resolution of the thoracic cord low signal. The pt was into the second year of a progressive myelopathy and had ascending numbness and paresthesias up to the waist, as well as tingling in his hands. The pt had a spastic and ataxic gait. The pt had extensive testing that included a vitamin b12 level that was normal. The pt had been using a denture cream with high concentrations of zinc in it. Zinc ingestion can lead to a secondary copper deficiency syndrome. The pt was started on oral copper supplementation taking 2 mg daily. On (B)(6) 2010, the pt was informed not to take copper tablets due to his normal serum level. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available.

Manufacturer narrative:
(B)(4).